Event description:
A customer reported the table top rotated during pt transfer, due to the rotational lock not holding properly. No pt injury occurred. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Pt info was requested but not provided.